Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e durasul alpha insert neutral gg/32) are marketed in USA, and therefore this report was filed. The device was received on november 2, 2016 and the investigation is ongoing. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that during a surgery the durasul, alpha insert, hh/32 does not fit in the cup. The surgery was delayed for 5 minutes and completed with an other device.

Manufacturer narrative:
Investigation results were made available. Updates: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it is reported that the inlay does not fit in cup. The operation was delayed by 5 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the durasul, alpha insert, hh/32 (ref. 01.00013.408) was received for investigation. The articulating surface of the liner does not show any signs of deformation. The anchoring surface of the liner exhibits scratches and indents. Eight indents, of which mostly are slight, due to the contact with the metallic shell pins are observed. Additionally 2 lines of scratch are also visible adjacent to the indents which are supposed to occur due to the rotation of the liner after it touched shell's pins. This implies that the surgeon tried to impact the liner into the shell for 5 times. The pole plug of the liner is significantly deformed and has multiple scratches on the tip. The sides of the tip are not straight anymore, the height of the tip is shortened due to the force applied inwards . Measurements: to ensure the insert has correct dimensions, the relevant characteristic according to the inspection plan (characteristic "diameter") was measured and compared with the respective drawing. The measurement result was according to the given specification. Other characteristics were not taken into consideration since the pole plug of the liner was significantly deformed during the operation. Root cause determination using dfmea: - failure of connection between shell and insert due to insufficient snap geometry - not possible: snap geometry is validated. Moreover, a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. -difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug - possible: as the pole plug of the liner is significantly deformed. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell - possible: even though the damage of the polar thread of shell is not reported, since the shell was not received for the investigation this risk cannot be excluded. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis - not possible: as no pelvis fracture is reported. - failure of connection between shell and insert due to wrong pairing of components (wrong size). - possible: the size of the metallic shell is not known, therefore cannot be excluded. - failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility => possible: no information regarding the metallic shell is received, therefore cannot be excluded. - failure of connection between shell and insert due to wrong assembly procedure - possible: as the small imprints imply that the liner was not impacted into the shell correctly. Conclusion summary: besides the possible risk factors outlined, it is possible that the soft tissue and/or debris located between insert and cup prior to implantation or the slight deformation of the metallic shell due to the very hard bone conditions might have played a role in the reported event. However, it is not known which shell was used and what size it was. Therefore, it is not possible to comment further on a possible root cause. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).